Manufacturer narrative:
Investigation summary: DHR review: a review of the device history record was completed for sub-assembly cat#8607681 lot 8178728 manufactured from 11-jul-18 to 31-jul-18 used in claimed lot 8191865. The batch was analyzed for "needle retraction" and ¿part activation¿ tests, and it was not evidenced record of failure of activation of the part during the analysis of these lots. It was received at bd juiz de fora on 02/04/2019, 1 unit in opened package of the product insyte autoguard pnk 20ga x 1.16in; catalog: 38183414; lot: 8191865. According to analysis performed by juiz de fora team on (B)(6) 2019, the sample was received in opened package and this sample was retracted when the button was pressed. Conclusion(s): not confirmed: bd was unable to confirm the complaint for the defect claimed. There was no qn or non-conformity related to this complaint, the sample received for analysis did not present the defect claimed and no records were evidenced that could lead to this claim during the analysis of batch history.

Event description:
It was reported that after performing the puncture, the safety mechanism of a bd insyte¿ autoguard¿ shielded IV catheter could not be activated.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after performing the puncture, the safety mechanism of a bd insyte¿ autoguard¿ shielded IV catheter could not be activated.